Event description:
It was reported that forign matter was observed. A farawave catheter was selected to be used in a atrial fibrillation ablation peocedure. During preparation lab staff noticed there is a white substance in the flush port.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. It was observed that there was potential adhesive in the flush tubing. This is part of the assembly between the flush tubing and luer, and the potential adhesive is outside of the tubing, which will not affect the operation of the flushing system since it won't be in contact with the inner section. Additionally, irrigation was tested and no issues were observed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that foreign matter was observed. A farawave catheter was selected to be used in an atrial fibrillation ablation procedure. During preparation lab staff noticed there is a white substance in the flush port. The device was replaced, and the procedure was completed. The device is expected to be returned.